Event description:
It was reported that after the stent (subject device) was deployed at ic c2, during removing the delivery wire, the stent (subject device) and the delivery wire got stuck. Stent (subject device) and delivery wire were retracted together into the distal access catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned together with unknown guide catheter and stryker microcatheter, the stent was found to be partially deployed from the delivery system, there was significant amount of blood and blood clots noted within the guide catheter, microcatheter, and stent, the stent was found to be deformed, the sdw (stent delivery wire) was found to be intact, the stent introducer sheath was not returned. The microcatheter was found to be intact. During a functional inspection, the device was flushed several times due to significant amount of blood within guide catheter and microcatheter. The stent was deployed on the table. There was friction noted during the deployment due to dry bool within the stent and the condition of the stent. After deployment sdw (stent delivery wire) could be easily retracted. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported sdw stuck in stent could not be replicated during the analysis; however, analysis results are consistent with reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. The device was analyzed. The stent was found to be partially deployed from the catheter and deformed. There was significant friction noted during the deployment the stent, during analysis, due to dry blood within the catheter. An assignable cause of procedural factor will be assigned to the as reported 'sdw stuck in stent', and to the as analyzed codes 'stent partial deployment', 'stent deformed', 'stent friction' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that after the stent (subject device) was deployed at ic c2, during removing the delivery wire, the stent (subject device) and the delivery wire got stuck. Stent (subject device) and delivery wire were retracted together into the distal access catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.